Manufacturer narrative:
A review of the device history record, did not identify any non-conformances, issues or capas associated with pump function. Device has not yet been returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. This complaint will be closed and re-opened if/when additional information becomes available. Internal complaint number: (B)(4).

Event description:
Physician contacted senior clinical engineer (sce) to report a prometra ii 20 ml pump that is unable to communicate with a programmer on january 22, 2026. He reports that he was able to perform an initial inquiry, but subsequent repeated efforts showed "pump communication failed". Sce asked if the physician could hear the audible tone the programmer makes when attempting to connect and the physician said yes. Sce then requested the physician perform a power cycle on the programmer and to change the batteries, but those efforts were unsuccessful. Sce asked the physician to use another programmer but these efforts were also unsuccessful. At this point, sce recommended a pump replacement. The pump has already been explanted, replaced, and discarded. No investigation is possible at this time.